Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient inserted a new cgm sensor and completed the warm-up successfully. Shortly after, she noticed the readings seemed inaccurate, showing values between 300-400 mg/dl, despite not feeling well. The patient later lost consciousness, experienced a seizure, and was found to be hypoglycemic. Symptoms included sweating and not eating prior to the event. Her spouse discovered her unresponsive and transported her to the hospital. Prior to hospitalization, cgm readings fluctuated significantly (e.g., 280 mg/dl, 113 mg/dl, 350 mg/dl), though the patient could not recall exact values before arrival. At the hospital, the cgm continued to display high glucose readings, but blood glucose testing revealed low levels (exact values not available). The patient received treatment with d5w (dextrose) IV and was given food (e.g., peanut butter) to raise blood glucose. She was not taking insulin at the time of the incident. After stabilization, the patient was discharged at 12:55 am, less than 24 hours after admission. At the time of reporting, the patient was stable and doing well. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, loss of consciousness and seizure.